Event description:
While cleaning the guidewire after completing a directional artherectomy procedure green flakes of material came off the guidewire. No pt injury was reportedly associated with this event.